Manufacturer narrative:
Product event summary: the introducer was returned and analyzed. The distal seal of the delivery system introducer was damaged. The delivery system introducer sheath was kinked/buckled. The sheath of the delivery system introducer was damaged. Visual analysis of the introducer indicated damage during use. The analyst noted the introducer was returned without the dilator. A clamp was returned with the introducer. The sheath of the introducer was kink/buckled at 17 cm. The distal end of the delivery system sheath was damaged. The distal seal was damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the introducer exhibited valve damage as air was only able to be aspirated into the syringe. Dilator was re-inserted into valve approximately half way, then removed again in attempt to ¿reset¿ the valve, again with aspiration of air. Physician placed their finger over outer valve opening with same result. Introducer was pulled back slightly to low right atrium in attempt to reposition introducer distal tip, hand aspiration again yielded aspiration of air. Dilator guidewire were again withdrawn slowly and then finally hand syringe aspiration yield blood return and physician was then able to flush introducer appropriately. The procedure was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.